Event description:
The site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +17.5d) was explanted from the right eye due to patient experiencing visual disturbances.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).